Manufacturer narrative:
(B)(4). Should additional relevant information become available., a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. This issue was identified during priming. There was no patient involvement. No additional information is available .

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing was performed including pressure testing, clear passage testing, and prime testing with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.